Manufacturer narrative:
Evaluation: results: inherent risk of procedure (failure to deliver stent and stent deformation). (B)(4)

Event description:
The physician intended to use an endeavor resolute 2.50 x 24mm drug eluting stent. It was reported that the struts of the stent were damaged while advancing the device. The stent was not implanted. No patient complications were reported. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: (root cause cannot be determined). No results available since device or cine images have not been returned for evaluation. Evaluation conclusions: unable to confirm complaint (no device or cine images returned for evaluation). (Root cause cannot be determined). (B)(4).